Manufacturer narrative:
Customer reported two possible kit lot numbers but was unsure which lot was used for the patient test, so both lots were investigated. Testing was performed on retained kit lots 160417 and 160608 with the following internal whole blood control samples: hiv-1 positive, hiv-2 positive, p24 positive, and hiv negative. The kits performed as expected. Additionally, qc data and manufacturing batch records for lots 160417 and 160608 were reviewed. Release testing was valid and the lot was found to be performing as expected. A review of the complaints reported false positive or unconfirmed false positive related to lot number 160417 showed that the complaint rate is (B)(4). A review of the complaints reported false positive or unconfirmed false positive related to lot number 160608 showed that the complaint rate is (B)(4).the evidence available does not indicate that the product is performing outside label claims. In house testing was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that these device lots are performing within labeled claims.

Event description:
A (B)(6) ab result was reported on a fingerstick sample tested with the alere determine hiv 1/2 ag/ab combo. Hiv combo ag/ab eia test at state lab resulted in a (B)(6) not detected. Customer reported two possible kit lot numbers but was unsure which lot was used for this patient test. There is insufficient information to determine if a malfunction occurred. Patient gender, pregnancy status, treatment and patient outcomes were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd , 2018 at alere (B)(4).